Manufacturer narrative:
H6: investigation summary a 2300e china product was not available for investigation; however, the customer indicated the complaint sample was from lot 21056516. The feedback provided by the customer suggests during chemotherapy treatment the smartsite separated from the spike component. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21056516 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience.

Event description:
It was reported while using bd smartsite¿ bag spike, priming volume 0.5 ml leakage of chemotherapy occurred requiring medical intervention. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: the patient was hospitalized in our oncology radiotherapy department for colon cancer, and on april 14, 2023, the patient was admitted for chemotherapy drug infusion according to the medical prescription. When the nurse was configuring chemotherapy drugs as required, she used smartsite, and in the process of drug dispensing, the smartsite suddenly fell off, causing the chemotherapy drugs to leak. The emergency plan of chemotherapy drug spill was immediately taken, the joint was replaced, the single was inserted, the gloves were replaced, the gloves were disinfected and the chemotherapy drugs were reconfigured, delaying the normal treatment time of the patient. The attending physician strengthened the observation of the patient, and finally the patient successfully completed the treatment without any other abnormal reactions. Fortunately, the nurse wore gloves and found that the spill did not cause any hand injury after emergency treatment. Only the delay of the patient's treatment time affects the therapeutic effect. If the nurse does not deal with it in time, the consequences of chemotherapy drugs penetrating into the finger are unimaginable.

Event description:
It was reported while using bd smartsite¿ bag spike, priming volume 0.5 ml leakage of chemotherapy occurred requiring medical intervention. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: the patient was hospitalized in our oncology radiotherapy department for colon cancer, and on (B)(6) 2023, the patient was admitted for chemotherapy drug infusion according to the medical prescription. When the nurse was configuring chemotherapy drugs as required, she used smartsite, and in the process of drug dispensing, the smartsite suddenly fell off, causing the chemotherapy drugs to leak. The emergency plan of chemotherapy drug spill was immediately taken, the joint was replaced, the single was inserted, the gloves were replaced, the gloves were disinfected and the chemotherapy drugs were reconfigured, delaying the normal treatment time of the patient. The attending physician strengthened the observation of the patient, and finally the patient successfully completed the treatment without any other abnormal reactions. Fortunately, the nurse wore gloves and found that the spill did not cause any hand injury after emergency treatment. Only the delay of the patient's treatment time affects the therapeutic effect. If the nurse does not deal with it in time, the consequences of chemotherapy drugs penetrating into the finger are unimaginable.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.